Event description:
It was reported that the surgeon attempted to insert a competitor's lens using the msi-tm injector but the lens was torn an the trailing haptic appeared to be bent. There was no patient contact. The reporter stated the lens damage was caused by the injector and improper loading of the lens. Another same type lens was implanted.